Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
During preparation for a thrombectomy procedure, the physician found that the proximal end of the penumbra system ace 68 reperfusion catheter (ace68) was kinked upon removal from the packaging. The damage to the ace68 was found prior to use. Therefore, the ace68 was not used in the procedure. The procedure was completed using a new penumbra system 5max ace reperfusion catheter (5max ace).